Event description:
It was reported that at the user facility, the cordless driver 3 was producing metal shavings. No further information was provided by the user facility.

Event description:
It was reported that at the user facility the cordless driver 3 was producting metal shavings. No further information was provided by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the device was found to have a worn gear train. The device was repaired and returned to the user facility.